Event description:
The crrt drain bag leaked. The leaking occurred at the blue spout. The machine did not alarm, but the rn noticed the fluid on the blue pad and spotted the leak. The slide could not be manipulated to stop the leak.